Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. The event can be prevented by avoiding simethicone and petroleum/oil/silicone-based lubricants since they are non-water soluble and can cause deposits of white foreign material, thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water tube and air/water cylinder exhibited white foreign objects. There was no patient involvement.